Manufacturer narrative:
Model number/catalog number: sc-2138-50. (B)(4). Model/catalog description: phase iii linear lead - 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was taking longer to charge. The patient underwent a revision procedure wherein everything was explanted. The patient was doing well postoperatively.